Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 499 mg/dl. The customer treated with a steroid shot and 10 units of insulin. The customer stated that he was admitted to the hospital due to a heart attack. Troubleshooting was not performed. The product was not returned for analysis.